Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow up, the device showed further post-paced t-wave oversensing. Programming changes were made. No symptoms were reported.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t- wave oversensing was observed. Reprogramming changes were made during device check and resolved the problem.